Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.